Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating. The customer's blood glucose was not impacted. The customer declined to provide further information or undergo troubleshooting regarding the event.